Event description:
It was reported that patient underwent total hip arthroplasty in early 2004. Subsequently, revision procedure was performed in 2009, due to wear. During revision, it was noted that metallosis was present between the neck of the femoral stem, the cup shell and the liner. A new liner was implanted without further complications.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Evaluation in process, but not yet complete. Upon completion of evaluation, a follow-up report will be sent to the FDA.